Event description:
Pt on heart monitor. At 0210, I noticed it said asystole on the monitor screen but it was not alarming. Sent op down to check monitor on pt. He was found without respirations unresponsive no heartbeat. Code called. When reviewing monitor record it was found that pt was brady at 22 starting at 0148 became asystole at 0156 but nobody noticed until 0210. On (B)(6) 2010 02:14 pm (B)(6), staff on unit did not know that the alarm could be turned off, nor did biomed. Manufacturer contacted and stated that the newer software does not allow alarms to be turned off. Software to be installed asap. Issue: the unit has the ability to turn off pt alarms on an individual room basis. The pt's waveforms will still appear on the screen at the central station but in the event of a crisis alarm the unit will not inform the staff with an audible alert. To turn off the alert is a simple step available to all staff members and no warning of possible injury could occur when selecting the alarms to off. Problem is corrected with software upgrade.